Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the is-1 lead would not fully seat in the connector block. Another device was used. There were no reported patient complications as a result of this event.